Event description:
It was reported that the patient had "twisted leads" on their implantable neurostimulator (ins) and was scheduled to have revision surgery on (B)(6) 2012 to address the issue. The twisted leads were confirmed by x-ray. The physician believed that the patient was "fiddling" with their device although the patient denied doing this. The ins had shown a "good reading" but the patient felt they have had any benefit. The ins settings were the set back to nominal with cycling increased to 1 seconds on and 4 seconds off. Impedance was measured at 579 ohms. Additional information was requested.

Event description:
Additional information received reported that the patient was "fiddling" with implantable neurostimulator (ins), "flipping it around and around in the pocket". The wires "were so twisted and wound around that they were a half inch long, and kind of pulled out of the stomach." Both leads were replaced and the ins was moved. It was stated that the patient was doing "okay". No further information was provided.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).